Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i clinical analyzer, and identified the failure mode as a defective sodium electrode and sodium reference electrodes. The fse replaced the sodium electrode and reference electrodes to resolve the issue. Pt information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) results for approximately twenty-five (25) to thirty (30) patients on their dxc 600i clinical analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer stated most of the patient samples were running between 128 to 134 mmol/l and few recovered around 141 mmol/l.